Event description:
New information received indicated that the atrial lead was explanted and replaced. The patient did not experience any adverse health consequences before, during or after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing diaphragmatic stimulation. High ventricular capture thresholds were noted and the device was reprogrammed. However, the patient was still experiencing intermittent stimulation. Loss of atrial capture and loss of sensing were noted. A chest x-ray was performed which confirmed atrial lead dislodgement. Related manufacturer reference number: 2017865-2020-04359.